Event description:
It was reported that the pt was experiencing an underdose with pruritus and return of spasticity. The pt had been managed with oral baclofen. The event occurred following a refill session; it was unk if a procedure issue caused the problem. The physician refilled the pump while the pt was in ICU on (B)(6) 2010. The refill date showed (B)(6) 2010, however the low reservoir alarm sounded on (B)(6) 2010 and the empty reservoir showed (B)(6) 2010. The reservoir volume was set for 18 ml, though it was a 20 ml pump. The pump showed 13.6 ml dispensed; 4.4 ml would be expected. When the pump was aspirated, the hcp got nothing back. The hcp had concerns regarding itb (intrathecal baclofen) dosing after the pt had been without intrathecal drug for approximately one month. It was reported (B)(6) 2010 that a second telemetry strip was found which indicated that the hcp had only filled the pump with 10 mls of baclofen instead of 18 mls. It was concluded that the pump did not over infuse. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).